Event description:
It has been reported to philips that the collimator shutters were stuck closed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that collimator shutters not moving. Review of the system log file showed that collimator shutters and wedges not working. Fse checked collimator, took it off and cleaned and re-installed to solve the issue. After re-installed the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.